Manufacturer narrative:
The liquid leaked because the cap was loose. The incident occurred at bci warehouse.

Event description:
A synchron uric acid reagent pack was found leaking in beckman coulter warehouse. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.